Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 rmt system (model# fg560000 serial (B)(4)), ep shuttle (model# 39d76x serial (B)(4)). There are 3 impacted products reported under (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) with three thermocool® smart touch® sf uni-directional navigation catheters and suffered a cardiac tamponade requiring surgical intervention. While attempting to flush the smarttouch sf unidirectional catheter, catheter # 1, the catheter did not spray irrigation fluid, even on the highest flow setting. After testing various flow rates and disconnecting and reconnecting the irrigation tubing, the issue persisted. Smarttouch sf unidirectional catheter # 1 was exchanged for a smarttouch sf unidirectional catheter, catheter # 2. Six hours into the procedure, after inserting/removing/reinserting several times, error 105 (magnetic sensor error) populated and the catheter disappeared from the carto screen. Physician noticed a crack in the catheter shaft toward the handle. Smarttouch sf unidirectional catheter # 2 was exchanged for another smarttouch sf unidirectional catheter, catheter # 3. After 7.5 hours, the vt was mapped to the right ventricle. Ablation was performed at the anterior septum using 40 watts. At 10 seconds, power was titrated up to 50 watts. Shortly thereafter, a steam pop was heard. Ablation was then stopped. The patient became hypotensive and the patient was transferred to the operating room to treat the suspected cardiac tamponade. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the catheter lot numbers are unknown and there is no way to distinguish which catheter was a part of which issue, therefore all catheters will be reported separately.